Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presents with melena and anemia in the setting of inr 2.0 requiring three units of transfused blood. Endoscopic evaluation failed to identify bleeding source. Bridging anticoagulation was successful. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was again hospitalized for gi bleed. Hemoglobin was 4.6 on admission in the setting of inr 3.5. The patient has not been on aspirin due to prior bleeds. Inr was reversed, and 4 units of blood were transfused over the hospitalization. Esophagogastroduodenoscopy (egd) revealed bleeding duodenal arteriovenous malformation which was treated with argon plasma cautery. Two weeks later the patient was re-hospitalized for gi bleeding (anemia/melena). Inr was 2.1 on admission; aspirin has not been inuse; hgb 7.1. The patient required six units of blood over the hospitalization. Egd push enteroscopy revealed three non-bleeding angioectasias in the duodenum which were treated with argon plasma coagulation (apc). Coagulation treatment for hemostasis was successful.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received medwatch form 3500a number: 3601800000-2020-8004 and medwatch form 3500a number: 3601800000-2020-8005 indicated that the patient was re-hospitalized two additional times due to gi bleeding. During the last hospitalization the patient was treated with argon plasma coagulation (apc). Coagulation treatment for hemostasis was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. User facility. (B)(4). Report number: user facility name/address: (b)(6. Date user facility became aware of the event: unknown. Type of report: initial. Date of this report: jul 2019. Approximate age of device: 14 days. Event problem codes:unknown. Report sent to FDA:unknown. Location where event occurred:hospital; other: patient room (B)(4). Report sent to manufacturer: yes, aug 2019. Manufacturer name and address: MFR. Name: medtronic, plc addl: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post left ventricular assist device (lvad) implant the patient presents with gastrointestinal bleeding in hospital setting with international normalized ratio (inr) 2.4. Four units of transfused blood were required and endoscopic evaluation failed to identify bleeding source with esophagogastroduodenoscopy. Anticoagulant medication was withheld after this event. It was also noted that the patient had a history of non-bleeding duodenal ulcers. The lvad remains in use. No further patient complications have been reported as a result of this event.